Event description:
On (B)(6) 2011, patient went to doctors office with complaint of green discharge from eyes. No complaints of visual disturbance. Patient stated she applied make up and had some redness after she used it. Left conjunctival purulent discharge, left conjunctival erythema and has hard time fully opening left eye. On (B)(6) 2011, patient follow up at new doctor. Patient slept in lenses from sunday and were in the eyes the entire time until wednesday. Diagnosed with central cornea ulcer - left eye. Prescribed fortified cefazolin qih, fortified cefazolin q1h, scopolamine bid. On (B)(6) 2011 - patient seen for follow up vision. Prescribed bacitracin ointment, fortified cefazolin, fortified tobramycin. On (B)(6) 2011 follow up, patient is better, decreased pain, decreased photophobia, eye is still red. On (B)(6) 2011 follow up, complaints of red eye. Va (visual acuity) improvement. On (B)(6) 2011, 8 day follow up. Eye feels better. On (B)(6) 2011 follow up patient has a para central stromal scar.

Manufacturer narrative:
No lenses were returned. Not returned to manufacturer.